Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported insulation anomaly was confirmed in the laboratory. Visual analysis showed the lead was cut and only 28.5cm of the proximal part was received in two parts. The insulation was found damaged and the rv sensing cables were exposed. It is believed that the insulation damage was consistent with friction to the another device. Other : na.

Event description:
During device change out, an insulation abrasion was noted on the rv lead. The lead was partially explanted and replaced. No anomalies were noted before extraction. All measurements were within range.